Event description:
The following was reported: the device was reported with both dim leds & flickering light. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer and has not yet returned for evaluation. The investigation will be performed by a designated karl storz employee.the event is filed under internal karl storz complaint ID: (B)(4).